Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no coils were noted on the right side/on the left side, the essure fallopian tube coil was noted to be nearly completely extruded into the endometrial cavity.') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, left lower quadrant pain, migration of implant and foreign body in reproductive tract. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("on the left side, the essure fallopian tube coil was noted to be nearly completely extruded into the endometrial cavity."). The patient was treated with surgery (diagnostic hysteroscopy, extraction of foreign body from endometrial cavity.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure (ess205). The reporter commented: discrepancy noted at date of insertion (B)(6) 2016. The coil was pulled from the endometrial cavity, and the coil appeared to be intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no coils were noted on the right side/on the left side, the essure fallopian tube coil was noted to be nearly completely extruded into the endometrial cavity.') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, left lower quadrant pain, migration of implant and foreign body. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("on the left side, the essure fallopian tube coil was noted to be nearly completely extruded into the endometrial cavity."). The patient was treated with surgery (diagnostic hysteroscopy, extraction of foreign body from endometrial cavity.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure (ess205). The reporter commented: discrepancy noted at date of insertion (B)(6) 2016. The coil was pulled from the endometrial cavity, and the coil appeared to be intact. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no coils were noted on the right side/on the left side, the essure fallopian tube coil was noted to be nearly completely extruded into the endometrial cavity.') In an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, left lower quadrant pain, migration of implant and foreign body in reproductive tract. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("on the left side, the essure fallopian tube coil was noted to be nearly completely extruded into the endometrial cavity."). The patient was treated with surgery (diagnostic hysteroscopy, extraction of foreign body from endometrial cavity.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure (ess205). The reporter commented: discrepancy noted at date of insertion (B)(6) 2016. The coil was pulled from the endometrial cavity, and the coil appeared to be intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.